Event description:
It was reported a (B)(6) terminally ill woman was transported across a man hole cover. The man hole cover reportedly tilted and the cot tipped as a result. The information provided indicates the woman passed away three days later in a nursing home, however, it is not clear whether she passed away due to the terminal illness or as a result of an injury sustained during the cot tip. It is not known whether the woman sustained any injury due to the tip. The ambulance agency is being sued by the family of the patient.

Manufacturer narrative:
Device has been disposed of. This event dates back to 2005. (B)(4) ambulance service has since gone out of business and has been acquired by (B)(4) based in (B)(4). (B)(4) has been contacted and has informed us that (B)(4) ambulance service's ambulance cots have all been disposed of, therefore making it impossible to evaluate the cot and determine its serial number. (B)(4) is now employed by (B)(4) and has been contacted, but has not returned the call. If additional relevant information is received, a follow up MDR will be filed.